Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely suggests probable causes due to some kind of stress such as damage of parts, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the brochovideoscope exhibited control unit was sticky and connecting tube had coating peeling of one square millimeter or more. There was no patient involvement.